Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The low blood glucose reading was 53 mg/dl. It was stated that the customer was experiencing unexplained low glucose for the past two days. Troubleshooting was performed. It was stated that the customer glucose reading was 488 mg/dl. The customer did not feel good and took a correction, but the insulin pump alarmed not delivery. The customer then changed the infusion set and bolused. The customer's glucose reading was 137 mg/dl at the time. Hours later, the caller found the customer on the floor. It was stated that the customer could not get up because his right side was numb. Then the customer's blood glucose was checked and it was 50 mg/dl. The customer was treated with orange juice while the paramedics were called. No further information was provided.